Manufacturer narrative:
(B)(4). D10: cat# 110010267, lot# 65451278, g7 osseoti multihole 58mm g. Cat# 00662406520, lot# 62460739, bone screw self-tapping. Cat# 00662406535, lot# 62714149, bone screw self-tapping. Cat# 00625006530, lot# j7422659, bone screw self-tapping. Cat# 00662406535, lot# 62490807, bone screw self-tapping. Cat# 00625006530, lot# j7378252, bone screw self-tapping. Cat# 00625006520, lot# j7373554, bone screw self-tapping. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient is being considered for a right hip revision to replace the acetabulum as a result of multiple falls. The patient is being considered for a custom triflange and a revision has not taken place to date. Attempts have been made and no further information has been provided.